Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as cutting on the underside of their breast. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream and provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.